Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information requested by mail on 05/19/2011 and by phone on 05/19/2011, 06/01/2011, 06/06/2011, and 06/13/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer's mother reported that her daughter experienced itching and crusting over her eyes following use of this product. She stated she was seen by her pediatrician and ophthalmologist who told her it was allergy related. They followed up with an optometrist who diagnosed a fungal infection on her eyes and prescribed an unspecified eye drop. The consumer has been using the drops for about three weeks and her eyes are better. Additional information has been requested.